Manufacturer narrative:
(B)(4). G2: foreign - event occurred in italy. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the device packaging was torn with part of the stem tip protruding, and the product was not used. There was no procedural delay, and the surgery was completed with another device. There was no patient impact. Attempts have been made and no further information has been provided.